Event description:
It was reported that the pump pocket was infected and the patient had sepsis. The patient symptoms were a fever and pain at the device pocket. The entire device system was explanted. The patient was treated with antibiotics and oral ¿equianalgesic dosing of pain pump meds¿ was resumed. The patient status was reported as ¿no injury¿. The pump was delivering morphine and clonidine.

Manufacturer narrative:
Product ID 8780 lot# serial# (B)(4), implanted: 2013 (B)(6), explanted: 2013 (B)(6); product type catheter. (B)(4).